Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions, component codes), h11. Corrected fields: e1-event site name, h6-medical device ¿ problem code, h8. Due to character limitation in e1 for event site name, the full event site name is meridian medical research & hospital. A getinge field service engineer checked and found same problem and during inspection found motor control pcb defective, so replaced pcb, motor controller (d671-00-0004) and after than problem is solved, handed over to department with good working condition.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) electrical test failure code #50. There was no patient involvement.